Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer generated false high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and/or calcium (calc) results on three (3) patient samples. Results were not reported out of the laboratory. The results were rerun on an alternate instrument in the customer's laboratory and yielded normal results, which were reported out. There was no report of impact to patient treatment as a result of this event.

Manufacturer narrative:
Quality control (qc) prior to the event was within lab-established ranges. After the event, the higher level of qc was out of range high. A bec field service engineer (fse) decontaminated the system and incidentally performed preventive maintenance (pm). The fse verified instrument performance. Failure mode appears to have been a contaminated system.